Manufacturer narrative:
(B)(4).. Maquet cardiopulmonary (B)(4) has not investigated the device. The product failure investigation, analysis and resolution for the device described in this report will be provided by maquet cardiopulmonary (B)(4). A supplemental medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
It was reported the cardiohelp arterial bubble detector recognized a bubble and subsequently stopped the pump as intervention was active. The arterial bubble parameter could not be accessed to reset the alarm allowing support to resume. The pump stop was observed about 20 minutes after starting support. The customer then reverted to handcranking the patient as the arterial bubble parameter could not be reset and the pump restarted. After inspecting the circuit and finding no bubble in the arterial line, the hls unit was then placed back in the cardiohelp console and support was resumed. The arterial bubble parameter was then reset with no issues. (B)(4).